Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject device revealed that the catheter shaft was kinked/bent 7.4cm from the proximal of the hub. The catheter shaft was fractured at 96.2 and 98cm from the proximal of the hub. The catheter tip and the catheter hub were intact. The reported event was confirmed during analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. It was reported that, 'the patient is a 48-year-old female with digital subtraction angiography (dsa) showing occlusion at the c7 segment of the right internal carotid artery (ica). The physician plans to use a guidewire and a microcatheter with a subject device aspiration catheter to reach the lesion site for aspiration. During aspiration and withdrawal of the subject device, it was found that the proximal end of the subject catheter was kinked, making a second aspiration impossible. Subsequently, the physician used the guidewire with the microcatheter to reach the lesion site and employed a retrieval stent for thrombus extraction, resulting in the restoration of blood flow'. Additional information provided by the customer indicated that subject device was prepared for use as per the dfu, no damage was noted to the packaging prior to opening the packaging, the subject device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and patient's anatomy was described as 'moderately tortuous'. The subject device was returned for analyses, and it was noted that the catheter shaft was kinked/bent 7.4cm from the proximal of the hub. The catheter shaft was fractured at 96.2 and 98cm from the proximal of the hub. The catheter hub and tip were intact. No other anomaly was noted. An assignable cause 'procedural factors' will be assigned to the as reported 'catheter shaft kinked/ben' as well as the as analyzed code ' catheter shaft broken/fractured during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis, and it was discovered that the shaft of the subject device was broken/fractured during use. No clinical consequences were reported to the patient due to this event.